Manufacturer narrative:
A ge rep evaluated the system and reseated the dsm memory board. The system operates as intended.

Event description:
The customer reported the keyboard is locked up. No pt injury was reported.